Event description:
A 22 gauge 1 inch introcan safety catheter was inserted into the right antecubital fossa. After intravenous fluid was initiated, the catheter was noted to be leaking at the connection of the hub to the cannula. This caused the IV to be discontinued and the patient to be restuck with another 22 gauge 1 inch introcan safety catheter.